Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as group b streptococcus. No health impact or consequence reported. Report 3 of 4.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as group b streptococcus. No health impact or consequence reported. Report 3 of 4.

Manufacturer narrative:
Additional information was provided by the user stating different material information, therefore new complaints and MFR reports were submitted. The previous MFR report #1119779-2025-00304 should be considered cancelled.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as group b streptococcus. No health impact or consequence reported. Report 3 of 4.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information h11. Additional information was provided by the user stating different material information, therefore new complaints and MFR reports were submitted. The previous MFR report # 1119779-2025-00303 should be considered cancelled.